Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test and that changing the batteries had not resolved the issue. The blood glucose reading was 116 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring were not corroded or damaged. The customer was unable to clean the battery cap and insert a new battery at the time of the call and was advised to revert to a back up plan until he called back to complete troubleshooting. The insulin pump was not replaced or returned for analysis.